Manufacturer narrative:
Catheter analysis results revealed that the sutureless connector of the catheter had coring and it met leak criteria. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to catheter analysis results refuting the allegation that it appeared that the catheter may have been fractured at the catheter anchor, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID 8637-20, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type pump. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with lioresal intrathecal (2000 mcg/ml; 96 mcg/day; lot # unable to be obtained). Additional medications taken at the time of the event were not provided. The patient had a history and an indication for device/therapy use of cerebral palsy and spasticity. The patient¿s family had opted to have the pump removed, as they did not feel that the pump was of benefit to the patient. There was no issue identified. X-rays had been performed on (B)(6) 2016, and it appeared that the catheter may have been fractured at the catheter anchor site. The family did not want further testing and wanted the pump removed. As a result, the pump and catheter were explanted on (B)(6) 2016. The issue had resolved at the time of the report and the patient¿s status was alive without injury. Information regarding the cause of the event or other troubleshooting/actions/interventions taken was not provided. Should additional information be received, it will be submitted in the form of a follow-up report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.